Event description:
Itching in lower back - thoracic area, began at the end of april. Over several months it has become increasingly worse. There is no rash or anything external. It is an internal itching. Was seen by the dr that did the spinal stimulator trial. She said it was not related to the stimulator. Was seen by an ent dr and he said it was related to the spinal stimulator. I have an upcoming appointment with the surgeon and I am making an appointment to be seen by a dermatologist. The itching continues with the spinal stimulator turned off. Everyone I have talked to at boston scientific says that they have not had a problem with someone itching 2 years after device was implanted. I continue to itch on my back. Nothing topical helps and the itching is intensifying. FDA safety report ID (B)(4).